Manufacturer narrative:
Product analysis summary: the balloon was deflated on return. The delivery system was inflated to nominal pressure of 12 atm with no issues noted. The delivery system was inflated to rbp of 18 atm in 9s with no issues noted. The delivery system deflated with no issues noted. There was no damage evident to the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the mid cx artery. There was no damaged noted to the packaging. The device did not pass through a previously-deployed stent. It was reported that inflation difficulties were encountered during stent deployment at nominal pressure. No patient injury was reported.